Event description:
A customer reported that their AED battery was depleted. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. The customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully intiate a shock. Evaluation confirmed that a transistor had sustained damage attributed to the device experiencing a drop or significant impact.